Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Procedure performed - "unknown" report from the sales rep - a piece of the septum was removed from the patient cavity through the event product while attaching to a forceps. As all of the used trocars including some applied medical trocar models were disposed of, the customers were not able to identify the event product model. They mentioned the most potential event unit was one of the applied medical trocars, particularly a ctr73 trocar because the forceps was used in only applied medical trocars during a treatment. Initial investigation report by (B)(4) - a piece of the septum of the event product was returned to (B)(4) and visually inspected. As seen in the picture below, the returned piece size was approx. 8.5 mm x 6.0 mm. As long as observing the appearance, it was considered a piece of applied medical trocar. However, we had difficulty in identifying if it was derived from amr trocar. The unit will be returned to amr for further evaluation. Admin# (B)(4). Patient status: "no patient injury".

Manufacturer narrative:
Investigation summary: the event product was not returned to applied medical for evaluation, only a rubber fragment was returned. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.